Manufacturer narrative:
(B)(6).

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2000 mycrogramm/ml at 700 mycrogramm/day via an implantable pump for an indication for use. It was reported that there were ongoing motor stalls. It was reported that there were no external issues obvious that may have led or contributed to the issue. New programming was done, etc., but there was no effect. No patient symptoms were reported. It was reported that surgical intervention was planned to occur on (B)(6) 2017. It was reported that at the time of this report the issue was not resolved. The reported patient status at the time of the report was alive ¿ no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model#, serial#, found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Analysis also identified foreign material inside the pump. The foreign material appeared hollow and tube-like in nature. Conclusion code (B)(4) was updated to (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code fdc 23 was added to previously reported fdc 12. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 23 because medtronic made enhancements to the manufacturing process, making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.